Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: a temporal relationship exists between the peritoneal dialysis (pd) therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. Based on the available information, the cause of the patient¿s peritonitis cannot be determined however, currently there is no allegation nor any objective evidence that a liberty select cycler liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy which can be associated with many potential etiologies and often due to a breach in aseptic technique during the pd exchange when touching pd catheter connection.

Event description:
On (B)(6) 2021, this male patient on peritoneal dialysis (pd) called customer support from the hospital and requested operational assistance with the flow alert using the fresenius cycler. The patient was having a draining slowly message in drain 4 of the pd treatment. There were no recorded injuries from the event. Subsequently, the patient stated they were hospitalized on (B)(6) 2021- (B)(6) 2021 with peritonitis. There were no reported allegations the peritonitis was related to an issue with fresenius products. Additional follow-up was attempted with the patient¿s pd nurse. However, no information would be provided about the peritonitis event. A call was placed to the patient who reported the event was not related to fresenius products. No further information was provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: a temporal relationship exists between the peritoneal dialysis (pd) therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. Based on the available information, the cause of the patient¿s peritonitis cannot be determined however, currently there is no allegation nor any objective evidence that a liberty select cycler liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy which can be associated with many potential etiologies and often due to a breach in aseptic technique during the pd exchange when touching pd catheter connection.

Event description:
On (B)(6) 2021, this male patient on peritoneal dialysis (pd) called customer support from the hospital and requested operational assistance with the flow alert using the fresenius cycler. The patient was having a draining slowly message in drain 4 of the pd treatment. There were no recorded injuries from the event. Subsequently, the patient stated they were hospitalized on (B)(6) 2021- (B)(6) 2021 with peritonitis. There were no reported allegations the peritonitis was related to an issue with fresenius products. Additional follow-up was attempted with the patient¿s pd nurse. However, no information would be provided about the peritonitis event. A call was placed to the patient who reported the event was not related to fresenius products. No further information was provided.